Event description:
On (B) (6), I received third degree burns from a heating pad I had purchased at (B) (6) drug store. I had a back procedure and was told to apply heat for pain. I do not know what took place, but the next day, I saw back doctor and asked him what had happened to me. He said, have you had a heating pad on you, I said yes. He never said you need to see a wound care center. I got pneumonia, so I had gone to see doctor at (B) (6) medical center, and she sent me to wound center, where I was treated from (B) (6)2010 to (B) (6)2010 every week. I went without treatment from (B) (6) till (B) (6), 2010 till I could get in wound center. I have enclosed a letter from (B) (4) attorneys. At this time, I feel like I am getting the run around from everyone. Mr (B) (6) has all medical records and pictures from wound treatment center. I spoke with him a few days ago and he said, he would be in contact with (B) (6) and I should hear from them. I sent pad for inspection to (B) (4). (B) (6). I received 2nd and 3rd degree burns from this pad. It has left a very large scar on upper leg and stomach. The scar on leg is about 3" long by 3/4" wide. On stomach 1" long by 3/4" wide. Both were 3rd degree burns. I had 2nd degree burns on about 1/2 of my stomach which healed on their own, because it was about 4 weeks before I saw a wound care specialist. I hope this can shed light on what I've gone through, and still going through with all the run around of who owned product.

Event description:
It was reported that the device showed a low battery voltage since (B) (6) 2009. The device could not be interrogated programmer. The physician is concerned with the battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. Based on the device's programmed parameters and usage information, the battery voltage was within the expected longevity performance. When interrogated on the bench, the device was operating in hardware vvi mode due to power on reset (por). The cause of the por is unknown but is believed to result from multiple high voltage charges and subsequent battery voltage drop. All low battery voltage device functions were normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.